Event description:
This lead was explanted and replaced due to increased threshold. Upon x-ray and lead fluoro, the lead was shown to have been pulled back a bit. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.